Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report a patient experienced a skin reaction from sensor, approximately 3 hours after insertion on (B)(6) 2015. Sensor was inserted at the arm on (B)(6) 2015. Patient's mother reported that the patient can only keep a sensor in for 3 days due to skin irritation and infection. Patient's physician advised mother to discontinue use until arm and abdomen heal, and to figure out what is causing the issue. Date of medical intervention is unknown. Patient's mother reported nothing new in activity or routine. Patient's mother thinks that there is a new ingredient or something of that nature that may be causing skin reaction. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.